Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the hospital after developing a slow ventricular tachycardia (vt) which led to heart failure. At that time, it was confirmed by both the physician and technician that pacing was observed at 125 beats per minute (bpm). When the rate was slightly lowered, the vt persisted at approximately 120 bpm, and it was presumed that pacing had been delivered due to an unspecified device feature. The following day, hospital staff planned to externally defibrillate for the slow vt. Defibrillation was performed multiple times, however the vt could not be terminated. The physician requested that pacing be suppressed. It was initially suspected that pacing had exceeded the device's upper rate limit, however; review of provided historical device data and pacing parameters by qualified technical personnel indicated the observed behavior may have been ventricular sense response (vsr) pacing rather than abnormal device function. The cardiac resynchronization therapy defibrillator (crtd) remains in use. No further patient complications have been reported as a result of this event.